Event description:
Tip of filter tubing broke off in triple lumen catheter hub. Triple leumen catheter had to be rethreaded. Nurse stated "tip of filter crumbled." Occurred while changing tubing and filter on pt receiving tpn and triple leumen catheter was already in place.